Event description:
The customer reported via phone call that they had a multiple failed self test alarm on their insulin pump. Customer's blood glucose was unknown. The customer stated the alarm did not occur during the rewind/prime sequence. Troubleshooting found the normal bolus amount was recorded in the bolus history. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component at the radio frequency board. The insulin pump was received with a cracked reservoir tube lip.